Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Good morning in the attachment you find a malfunctioning stent used at the asst ovest milanese by the primary dr. (B)(6). The malfunction is related to the ogiva that results detective and in general the tip of the release system. For this reason they had difficulty to insert and positioning the stent, preferring to extract it and proceed with a new evolution stent of the same size. However, the stent was downloaded and billed and reintegrated. "As per complaint form": the tip of the system release was not stay in correct position. It was difficult to insert system release into the stricture. Then I put another evolution stent of the same length (evo-10-11-6-b).

Event description:
Good morning in the attachment you find a malfunctioning stent used at the asst ovest milanese by the primary dr. Gambitta pietro. The malfunction is related to the ogiva that results detective and in general the tip of the release system. For this reason they had difficulty to insert and positioning the stent, preferring to extract it and proceed with a new evolution stent of the same size. However, the stent was downloaded and billed and reintegrated. "As per complaint form": the tip of the system release was not stay in correct position. It was difficult to insert system release into the stricture. Then I put another evolution stent of the same length (evo-10-11-6-b).

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of lot number c1633883 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document based investigation was conducted. Additional information was requested to clarify when the damage was observed. Additional information has not yet been received, however, if it is received the investigation will be updated accordingly. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on the (B)(6) 2020. The returned device lab findings and observations can be referred through the attached files. Stent partially deployed on return. Polyimide was found kinked proximal to white tip. Documents review including IFU review: prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-6-b device of lot number c1633883 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1633883; upon review of complaints this failure mode has not occurred previously with this lot c1633883. The instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use ifu0056-5. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy which could lead to difficulty to insert and position the stent. It is possible that during deployment tortuous path may have caused a build-up of pressure resulting in the polyimide kink proximal to white tip. The kink in the polyimide may have contributed to the tip position issue encountered. From additional information received there was resistance felt passing the evolution through stricture and there was resistance felt during insertion into patient at the distal part of the stricture. Summary: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.